Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the infection at the pump site was not determined. The pump was replaced and subsequently a new one was placed.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID 8703w, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2017, product type: catheter. Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. Analysis of the implantable catheter (serial # (B)(4)) identified a hole in the catheter body. Analysis of the implantable catheter (serial # unknown) identified tearing/coring/cuts in the seal material in the cup of the sutureless connector. The tear/core/cut did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving an unknown drug with unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the patient had catheter and pump explanted around the last week of (B)(6) 2017, didn't remember exact date, due to infection at pump site. Patient reported redness and "pus drainage" at pump site in abdomen. Patient denied any fevers or pain to site. It was unknown as to what factors may have led or contributed to the issue. There was no diagnostics/troubleshooting performed. For surgical intervention, the patient was getting reimplanted with pump therapy on this report date. At the time of this report, the issue was resolved and the patient status was "alive-no injury". No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a device return. It was reported that the date of explant was (B)(6) 2017. There were no further complications reported at this time.